Manufacturer narrative:
The vtach detection settings were set to 100 (heart rate), with a count of 5 (ventricular beats). From the images and strips provided, the heart rate peaked at 95. The limit was set to >120 therefore, no hr alarm was provided. The digitized ECG strip provided showed no ventricular beats were identified. Therefore, since the criteria for vt was not met, no vt alarm was generated and an automatic recording for an arrhythmia event was not generated. There was no device malfunction. This is an isolated case. The infinity central station/m300 instructions for use include more detailed information on the following: arrhythmia monitoring, qrs detection and when to perform a manual relearn. Alarm setting configurations and to ensure that they are appropriate for the condition of the patient. ECG lead selection for signal processing (essential for accurate arrhythmia monitoring). ECG lead off/artifact causes including poor electrode contact, patient movement, disconnected/loose leads or possible noise interference from auxiliary equipment.

Event description:
It was reported that a patient connected to an m300 had a vt run but the ics didn't alarm or record the event. This was only noticed because the patient told the nurse he felt fluttery. No delay in treatment or adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient connected to an m300 had a vt run but the ics didn't alarm or record the event. This was only noticed because the patient told the nurse he felt fluttery. No delay in treatment or adverse patient impact was reported.